Event description:
Pt had emergent pericardial window placed in surgery. Following surgery, in the process of preparing pt for transport to ICU, pt hooked up to portable carbon dioxide tank instead of oxygen tank. Universal adaptor same on both tanks allowing tubing to be hooked up to either tank.